Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The patient was not responding to sound at initial activation. According to the patient's report a CT scan showed that the electrode array was out of cochlea. However, the active electrode was reportedly fully inserted into the cochlea during initial implantation surgery. Therefore a migration of the active electrode out of cochlea is assumed. The investigation results appear to match the problems mentioned in the patient's report. This is a final report.

Event description:
The patient was not responding to sound at the initial activation. A CT scan showed that the array was extra-cochlear. The patient was successfully re-implanted on (B)(6) 2015. A full insertion of the new device was achieved.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not responding to sound at initial activation. A CT scan showed electrode array to be extracochlear. The patient is to undergo a revision surgery.